Event description:
It was reported that asymptomatic patient presented for a post-implant follow-up. Atrial lead was not capturing at max output. Chest x-ray revealed lead dislodgment. The patient was scheduled for lead revision. The lead was reimplanted successfully. The patient was stable before, during and after the procedure, and will continue to be monitored.